Manufacturer narrative:
H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in mcallen, texas. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue since the unit was in the biomed shop waiting to be serviced. In order to solve the issue, patient bridge and transformer were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device gave an overload alarm in the operating room. In detail, the amperage load was exceeding due to the heater cooler was drawing excessive amperage in the room. The issue occurred during procedure. There was no patient injury.